Event description:
It was reported that the user experienced persistent high glucose readings above 400 mg/dl overnight, did not perform a confirmatory fingerstick, self-administered fast-acting insulin by pen, and later completed a full infusion set and tubing change with guidance, after which insulin delivery resumed on the ilet subcutaneous insulin system. Symptoms included hyperglycemia and reported sleepiness or drowsiness. Outcomes included a delay to treatment or therapy before insulin delivery resumed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem involving improper or incorrect procedure, and a potential interaction with the user interface during the fill tubing sequence when the user¿s hands were shaking. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.